Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1049, awareness date 02-sep-2015). It refers to a (B)(6) female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date, for sterilization. Consumer was a mother of three children. Apart from being diagnosed with hypothyroidism with her third pregnancy, she has always been fit and healthy. When her 3rd child was just over 12 months old she decided for sterilization. She had essure inserted. The physician also inserted an iud coil which she was meant to keep for 3 months. She had the iud removed after 6 weeks. Within a few weeks she started to get symptoms. Bloating, joint pain, and chronic insomnia that lasted for months. She has never had any trouble sleeping. Within a few months she also developed food allergies, hair loss, terrible fatigue, brain fog, pelvic pains, irregular and very heavy, longer periods, fibroids, diarrhoea, and worsening thyroid and adrenal issues. The physician gave her anti depressants and told her that anxiety was causing the insomnia. For months she couldn't work and she was barely able to look after her kids as she felt so exhausted all the time. Iron levels were very low and also blood platelets showed up low on tests. She finally found a general practitioner who got a referral to a gynecologist in (B)(6) 2015. She has just had a hysterectomy removing the tubes, coils, cervix and she is in recovery now. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a few months developed pelvic pains. She underwent a hysterectomy with essure removal. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy, essure removal). A product technical analysis has been requested. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 02-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a few months developed pelvic pains. She underwent a hysterectomy with essure removal. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy, essure removal). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.